Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service received the suspect device for evaluation. The reported event was able to be confirmed and the most likely cause of the event is device being due for overhaul maintenance. After performing overhaul the unit was tested and reported to be meeting service specifications.

Event description:
The customer reported while using the p/n 9320 low flow air/oxygen microblender; the delivered oxygen is out of specifications. The customer reported using an external analyzer and confirmed the oxygen reading is out of specifications. The customer reported there is no patient involvement associated with the event.